Manufacturer narrative:
September 01, 2015 11:32 am (gmt-4:00) added by (B)(6): (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device is being sent to the repair depot for investigation and cleaning. A supplemental medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
It was reported that during cardio-pulmonary bypass, there was a tubing rupture in the main arterial pump, with a considerable amount of blood on the inside of the raceway of the pump module. The roller pump was swapped out. No reported patient effect. (B)(4).